Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted and replaced due to a no telemetry condition. This occurred after the cardiologist accidently interrogated the ins using the physician programmer and magnet for the patient's cardiac device, as opposed to using the physician programmer for the ins. It was further stated that the ins was "impossible to restart." If additional information is received, a follow up report will be sent.